Event description:
High jacket retraction forces were encountered. A type I endoleak was noted and treated with a 27mm balloon and then a 25mm balloon. A type ii endoleak was also noted. The leaks are expected to thrombose. Successful implant.